Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'downstream occlusion errors'. A review of the event history log identified downstream occlusion messages, however during testing the device was found to have a delay in detecting a downstream occlusion rather than an issue of falsely alarming. The cause of the issue was determined to be an out of specification force sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had downstream occlusion errors. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.